Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The transformer was retaped during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system had a charger failure error then locked up and continued to beep after the exposure button was released during a case. The 9800 system had to be rebooted and the procedure was completed. No patient injury was reported.